Event description:
Related manufacturer reference number: 1627487-2021-19133. It was reported the patient underwent an MRI procedure on (B)(6) 2021. The device is not MRI compatible and during the procedure the patient experienced a burning sensation at the lead site. No additional information is known at this time.

Manufacturer narrative:
Follow up identified that this product should not have been reported on because there were no alleged deficiencies with the product as system is not mr conditional.